Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she woke with high blood glucose (bg) (exact bg was not provided) and that she was vomiting. She gave herself a manual injection but was not able to lower her bg levels so she decided to go to the emergency room (ER). The pod was then deactivated. At the ER she was placed on a heart and blood pressure monitor. They did some blood test and gave her water to drink. She stayed in the hospital for 4 hours.